Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2020 to flanks and upper abdomen using the cooladvantage+, coolcore and the cooladvantage, coolcurve+ applicators, who developed paradoxical hyperplasia (pah/ph) on lower abdomen after treatment, diagnosed on (B)(6) 2020. The tissue was described as soft without any palpable masses or hernias. Dual sculpting treatment occurred to bilateral posterior and anterior flanks, bilateral upper and lower abdomen, and lastly right upper abdomen by itself. Additionally, 4 days after treatment the patient complained of severe limiting pain/numbness/burning/itching, experienced ¿horrible pain, tingling, and itching¿ for 3 months until her pain subsided; treated with anti-inflammatory drugs.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2020 to flanks and upper abdomen using the cooladvantage+, coolcore and the cooladvantage, coolcurve+ applicators, who developed paradoxical hyperplasia (pah/ph) on lower abdomen after treatment, diagnosed on (B)(6) 2020. The tissue was described as soft without any palpable masses or hernias. Dual sculpting treatment occurred to bilateral posterior and anterior flanks, bilateral upper and lower abdomen, and lastly right upper abdomen by itself. Additionally, 4 days after treatment the patient complained of severe limiting pain/numbness/burning/itching, experienced ¿horrible pain, tingling, and itching¿ for 3 months until her pain subsided; treated with anti-inflammatory drugs.

Manufacturer narrative:
Continued additional device info. (D.4): (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.